Manufacturer narrative:
Evaluation summary: this is because the lens surface cannot be cleaned properly due to environmental factors, and the image is fogged. Correction information: g6: follow up #1 h2: type of follow up. Additional information: d9: device available for evaluation h3: device evaluated h4: device manufacture date. H6: coding changed based on the investigation result.

Manufacturer narrative:
Import for export. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 03-jun-2021 that occurred in (B)(6). The information provided indicated a "intermittent blur on the screen with image interruption." Involving pentax medical video colonoscope model ec38-i10nl, serial number (B)(4). No additional information was received with the complaint. The investigation is in-process.